Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer inadvertently requested and delivered a 7 unit bolus instead of a 0.4 unit bolus. Subsequently, the customer's blood glucose decreased. The continuous glucose monitor read "low", an exact value was not provided. The customer attempted to address bg with eating sweets but was eventually taken to the emergency room (ER). At the ER, the customer did not receive treatment as the customer's blood glucose had stabilized to 61 mg/dl and was released 15 minutes later. Tandem technical support assisted the customer with a max bolus settings adjustment to prevent further bolus delivery accidents.